Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine check electrograms revealed atrial and ventricular lead noise. It was unable to perform isometrics as the patient was quite frail and on a stretcher. External noise was suspected. The patient was stable with no concerns.